Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a cystocele repair and vaginal hysterectomy along with intra-op debulking procedure on (B)(6) 2009 and the mesh was implanted. The patient experienced radiating leg pain through groin, hips, thighs, knees and feet. The patient also experienced a left heel numbness, vaginal pain with recurrent utis, lower abdominal pain in association with full bowels, coughing/sneezing, lifting objects, sitting and stress. The patient is unable to have sexual intercourse. The mesh was explanted on (B)(6) 2019. No further information is available.